Manufacturer narrative:
Analysis of unknown bur "xom unk micdebbur" found that there was a residue consistent with biological contaminants on the device. Although there was initially no information on the part number, the device configuration was consistent with being a part of the device. Only the inner hub assembly and a portion of the inner shaft were returned. Visually, the inner shaft was bent until broken 0.46 inches from the distal end of the inner hub. There was deformation in the distal outside diameter of the inner hub which would have resulted in the reported event. The outside diameter of the inner hub should be 0.330 ± 0.002 inches and measured 0.328 inches in the undamaged area and up to 0.346 inches in the deformed area which was out of specification. The hub bushing was rough and worn. There was no allegation of difficulty loading the bur or damage prior to use. Functional testing could not be performed due to the broken state of the device. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the handpiece was not working. There was no user/ patient impact reported. Service and repair found that there was broken bur stuck in the handpiece.